Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during an ablation procedure, the physician mapped and ablated the left pulmonary vein with success. Then tried to catheterize the right superior pulmonary vein with some difficulty. The guide wire perforated the pericardium during use, and the patient's blood pressure started to drop. They checked the patient with a transesophageal echo [tee] study, and blood was noted within the pericardium. They performed a pericardialcentesis and drained the pericardium. Draining was not enough; the patient needed surgical repair of the pericardium. They closed the wound and put the patient on ECMO.